Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/5/2020 h.6. Investigation: customer returned three (3) loose 0.3ml bd insulin syringes. Consumer reported several of the syringes are missing the measurements. All 3 returned syringes were examined, and it was observed that all 3 were missing scale markings. A review of the device history record was completed for batch# 9259105. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: ink pump shutting off. The ink pump was out of silicon h3 other text : see h.10

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle experienced scale making issues. The following information was provided by the initial reporter: the customer stated "several of the syringes are missing the measurements."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle experienced scale making issues. The following information was provided by the initial reporter: the customer stated "several of the syringes are missing the measurements."